Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-00601.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max) and a penumbra system ace 64 reperfusion catheter (ace 64). During the procedure, while using the 3max and ace 64, the physician experienced no unusual resistance; however, the 3max and ace 64 became kinked and were removed. The procedure was completed using a new 3max and a new ace 64. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was kinked approximately 12.0 cm from the hub. The distal shaft was ovalized approximately 6.0 cm from the distal tip. Conclusions: evaluation of the returned devices confirmed that the 3max and penumbra system ace 64 reperfusion catheter (ace 64) were kinked. This type of damage typically occurs due to improper handling during use. If the devices are forcefully advanced or manipulated at an angle during insertion or positioning, damage such as a kink may occur. Further evaluation revealed the 3max was ovalized in the distal shaft. This damage may have occurred due to forceful gripping or pinching of the 3max during insertion into the patient. Further evaluation of the returned devices revealed that the tubing was functional. The tubing was connected to an aspiration pump and aspiration was present. 3maxs and ace64s are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.